Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire allegedly broke into two separate piece. Reportedly, the broken pieces were removed using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were delivered for evaluation and physically investigated. During physical investigation, the guidewire was broken at 32.5 cm from the golden tip of the guidewire. The catheter was found without any visual damages. The sent guide wire passed through without any resistance. Aspiration test was performed and slightly higher as nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported guidewire break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire allegedly broke into two separate pieces near the tip of the catheter. Reportedly, the broken pieces were removed by using a snare device. There was no reported patient injury.